Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the definitive root cause of the damaged ceramic tip could not be determined. It is possible that the damage was induced thermally or mechanically, such as wear and tear, mechanical overload, impact, or accidental dropping. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned for evaluation and the customer¿s reported problem was confirmed. The ceramic insulation at the distal tip of the device is damaged. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
No further information regarding the event was provided by the customer. The device history records for the affected lot number was reviewed without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k931995.

Event description:
The customer reported that the ceramic insulation at the distal tip of the sheath was found damaged during inspection before use. No death or injury and no impact to patient or other has been reported.